Event description:
It was reported that during gastrectomy procedure, when the device was applied to the duodenum resection, the staples of one side were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/06/2008. Info anticipated, but unavailable at this time.